Event description:
It was reported that during several operations the clips fell out of the applier. The closure was not as usual as well. The lot was changed at this hospital. Two cartridges sent. No patient consequences.